Event description:
It was reported that the ilet user experienced recurrent nocturnal low glucose events, with a documented value of 69 mg/dl, after not announcing a meal and stating they only had yogurt and treated with 15 grams of oral glucose. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.